Manufacturer narrative:
After battery installation, both the down and enter buttons were intermittent. After further review, there was corrosion and mold underneath the dome switches of most of the buttons. Unable to perform displacement test due to the keypad anomaly. The unit was received with a crack in the battery tube that starts at the corner of the belt clip rails and extends to the top of the unit where the battery threads are located. Inserted a test p-cap into the retainer ring, and it locked in place properly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that there were long crack beginning from the top of the insulin pump all along the length of battery cap. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.